Manufacturer narrative:
Customer to perform own repairs.

Event description:
It was reported via repair work order that the left arm rest had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.